Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.